Event description:
It was reported that this inflatable penile prosthesis (ipp) pump is not working properly; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications.